Event description:
Consumer reported complaint for error message (e-5). Mother is calling on behalf of the customer. During the call, a blood test was performed by the customer and produced e-5 error using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 08/28/2025 and open vial date is 08/22/2024. Mother stated that she knows customer's blood glucose is high because her cgbm failed due to high glucose. At the time of the call the customer was feeling tired and vomiting. Mother stated she was going to take customer to the ER.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: tired and vomiting. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the initial concern is resolved - unable to establish contact with customer at this time. Unable to confirm if customer sought medical attention.